Event description:
A malfunction was reported on the pump. There was no reported adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump, and the customer expressed a desire to perform the reset independently and was advised to contact support if the malfunction occurred again.